Event description:
It was identified that the customer¿s basal programming was unknown. Customer stated they were high up to 322 mg/dl. Customer stated that the meter was not sending the blood glucose on the insulin pump. Customer stated that they thought the meter was having the issue giving them high readings since it was not connected. The device will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.